Event description:
The contack anchor was successfully placed for a "slap" lesion repair. During rehabilitation the patient felt pain. During a second surgery it was noted that the anchor had fractured at the point where the head and sleeve met. The surgeon was able to retrieve the broken piece and observed that the repair had healed. The surgeon believes the broken anchor is attributed to the patient's activities outside of the rehabilitation protocal.